Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was to be used during an unknown procedure performed on an unknown date. During the procedure, the clip would not deploy off of the wire. The physician attempted to get the wire to release off the clip but was unsuccessful. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.